Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected restart alarm. The customer's blood glucose level was unknown. The customer was able to clear the alarm and was able to rewind the insulin pump. It was stated that the unexpected restart error occurred repeatedly after changing the battery. The insulin pump will not be returned for the analysis.